Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) revision procedure, stent migration occurred. A 10mm wallstent was implanted in the liver. The physician was attempting to implant a 12mm wallstent and the stent migrated proximal to the aorta and was successfully removed using a snare device. No further patient complications were reported. The patient's condition was reported as "fine". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the stent will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.